Event description:
It was reported that touchscreen became unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up with Technical Support, was out of warranty, and was already in process to obtain new device, and no further information was received regarding the outcome of the event.

Manufacturer narrative:
In use at the time of the event:CGM model: G7.Mobile OS: iOS / iOS_iPhone 14 Pro Max / 2.9.1 / iOS 26.1.